Manufacturer narrative:
Info is unavailable; device was not returned for eval.

Event description:
It was reported that during a abdominal procedure, the stapler misfired. The case was then converted to an open procedure. No patient consequence noted.